Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances related to this failure were found. The returned product evaluation confirmed the distal tip of the catheter was separated. The separated piece was still on the guidewire. The tip of the turnpike was twisted and "sanding" marks were present. The ptfe inner layer was exposed and twisted. Based on the evidence found and the event description the most likely root cause for this failure is advancing/withdrawing/torquing against resistance.

Event description:
Dr. Had a very calcified torturous rca. The wire went down fine and once he started to deliver the tp he said it was advancing no problem. Once he saw he was in the tortuous vessel it stopped tracking and nothing he did would release it. The tip also appeared off the catheter. He eventually put a 3mm stent with a second wire and then pulled everything out with great effort. The tip was not attached to the catheter. I believe it was separated but pulled out with the wire. Dr. Then was able to finish the case with additional stent and balloon.